Event description:
A peritoneal dialysis patient reported that she'd had peritonitis around (B)(6) 2013 and that it may be related to the cycler. She said her physician told her the peritonitis could have been caused by a change in her treatment. According to the patients peritoneal dialysis nurse, the patient was hospitalized for the peritonitis from (B)(6) 2013 and is fine now. There were no fluid leaks during treatment and the patient's doctor reportedly didn't really have any idea how she contracted peritonitis, but the reason is the patient does her peritoneal dialysis at night with her cat sleeping in the bed. She has been counseled that this is not an aseptic practice. Sample available.

Manufacturer narrative:
The device has been received for physical analysis. A plant investigation is still ongoing and a supplemental report will be filed at the conclusion.